Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. It was recommended that the crt-p be explanted but remains in service at this time. No adverse patient effects were reported.